Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a complaint report on 28feb2019 due to a request for a short-term loaner for a quarantined pentax medical ultrasound video gastroscope, model eg-3870utk, unknown serial number. The reporter stated that the ultrasound video gastroscope was "quarantined" while awaiting culture results. No patient involvement was reported. Additional information was requested and provided by the customer on 28feb2019. The reporter provided details of their random sampling procedure stating that they culture an elevator channel scope twice a year and sample either a duodenoscope or linear-array ultrasound endoscope. On (B)(6) 2019, a linear-array ultrasound gastroscope was cultured and a positive culture of pseudomonas aeruginosa, a high concern organism, was returned. The customer was planning a second culture testing on (B)(6) 2019, and expected the results from nelson labs in utah in about 10 days. Test results for the initial culture or the second culture testing have not yet been provided to pentax medical and were re-requested on 29mar2019. Additional information has been requested and the investigation is currently in-process as of 29mar2019.